Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in e1 (initial reporter first name, last name), e3 (initial reporter occupation), g2 (is report source company rep, is report source user facility), h8 (usage of device). Upon review, it was identified that it were inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h6 (health effect - clinical code). Upon review, it was identified that hematuria code was updated to hemolysis. Corrected information was provided in h6 (medical device problem code). Upon review, it was identified that peri-procedural adverse event code was updated to mechanical interaction with blood. The root cause of the hemolysis was not determined due to insufficient clinical details, and unreturned product and logs for further investigation.

Event description:
A 79 year-old male patient with cardiomyopathy implanted with impella cp. During insertion of impella pump, the guidewire induced ventricular tachycardia, which led to cardiac arrest, which was resolved. While on support it was noted that the patient had hematuria. However, it was then identified as hemolysis and it was noted that it resolved with standard measures. During impella cp pump support, the complainant reported urinary output - less than 30 cc/hr & pink-red (hematuria). The support level was reduced by two levels. Hemolysis was resolved. The pump was used without any problems.

Manufacturer narrative:
The root cause of the hematuria was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that during the cp insertion procedure. Vt was induced by the guidewire used for placement. Transient cardiac arrest occurred. Rosc was achieved through CPR and dc. There was no subsequent deterioration in the patients condition. Physician's stated that although ventricular tachycardia was induced using a guidewire. It is thought that the patients condition was predisposed to ventricular tachycardia.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.